Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.

Event description:
It was reported that during a total abdominal hysterectomy procedure, there was no tissue effect noticed even though all three tones were heard from the generator. A competitor's device was used to complete the procedure. There was no adverse consequence to the patient.

Manufacturer narrative:
(B)(4). The device was tested on the generator and passed all functional testing. The energy output delivered from the device was verified and the cutting of the test media performed as expected. All three tones were heard during functional testing (tone 1 is heard when the energy activation button is pressed; tone 2 is heard when tissue impedance threshold is reached; and tone 3 is heard when the cycle is complete). As the device activated and cut the test media, no conclusion could be reached as to the issue of the device not sealing. There were no anomalies noted with the functionality of the device. A batch record review was performed and no anomalies were found during the manufacturing process.